Manufacturer narrative:
Additional information was received from the physician that indicated none of the reported complications were related to the hancock valve. Patient weight was added to section a.4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: stegmeier, p. Md., et al. Thrombocytopenia after implantation of the perceval s aortic bioprosthesis. Journal of thoracic and cardiovascular surgery (2019). Doi: 10.1016/j.jtcvs.2019.07.046. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding thrombocytopenia after the implant of aortic bioprosthetic surgical valves. All data were retrospectively collected from a single center between august 2009 and october 2010. The study population included 87 patients, 39 of which were implanted with a medtronic hancock ii surgical aortic bioprosthetic valve. The patients implanted with a hancock ii were predominantly male, mean age 74 years. No serial numbers provided. Among the patients implanted with a hancock ii at this facility, one was excluded from the study due to endocarditis. The date of onset of the endocarditis and treatment were not reported. Other adverse events included thrombocytopenia. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.